Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 insyte yel 24ga x 0.75in were frayed at the catheter during use. The following was reported by the initial reporter: "seems frayed at the tip and were unable to thread up when used."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/3/2021. H.6. Investigation: two used samples were received by our quality team for evaluation. Only the adapters and the needle cover were received, without the cannula. There were blood stains observed on one of the samples. No damage was observed on the catheter tubing. A device history record review found no non-conformances associated with this issue during production of this batch. The cannula assembly process was received. There is a cannula orientation sensor and vision system at the assembly line to perform 100% inspection on the bevel orientation and auto-reject defective parts. As the root cause could not be determined at the cannula, where the defect was reported was not returned for investigation, the root cause could not be established. H3 other text : see h.10.

Event description:
It was reported that 2 insyte yel 24ga x 0.75in were frayed at the catheter during use. The following was reported by the initial reporter: "seems frayed at the tip and were unable to thread up when used."